Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified internal iliac artery. A 8.0mmx 40mmx 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 13 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications nor injuries were reported.